Event description:
Pt underwent surgery in 1999 to remove and replace breast implants. Prior to surgery, pt complained of problems with her implants. Surgeon reported scar tissue and hardening of the breasts. Post operative examination of explanted breast implants noted that the right breast implant was obviously ruptured, and the left implant was intact. Original breast implants were implanted in the 1970's. Surgeon reported that pt had developed scar tissue and calcification build-up under the silicone gel implants.